Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer received a change sensor alert and experienced a discrepancy between the sensor glucose and blood glucose value. The event involved product(s) mmt-7040a, mmt-342g, mmt-431ag and mmt-1884. The customer also experienced hypoglycemia which was treated with glucose/carbohydrate intake and the use of the insulin delivery system was subsequently discontinued. Troubleshooting was performed, and it was determined that the discrepancy between the sensor glucose value of 100 mg/dl and the corresponding blood glucose value of 49 mg/dl exceeded the acceptable range. The customer further reported that insulin delivery was not suspended during this period. The customer was informed that sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was not performed for hypoglycemic event and, it was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours of the reported event. No further patient complications were reported. No product return was required for mmt-7040a, mmt-342g, mmt-431ag and mmt-1884.